Manufacturer narrative:
The evaluation revealed the target device and the universal rod to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The items returned were documented as faultless prior to distribution. As the devices had been in use for approx. 2 years we pre-suppose that they had fulfilled their tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. Both threads are completely destroyed. The found deformations/damages of both threads indicate that most likely the universal rod was inserted without screwing; therefore the thread tip of the rod contacted only the first winding of the target device¿s thread. After that hammering forces were applied to the universal rod. Due to this the first windings of both threads got flattened and abraded. After that it was tried to screw the rod oblique into the target device with heavy forces; the intact lower thread windings of the target device cut a new winding path into the damaged rod thread, opposed to the origin winding direction. Furthermore the entry area of the target device was also damaged by hammering. The target device is marked with a printing ¿do not hit!¿ to avoid directly hammering on it. Hammering on the universal rod is only allowed in combination with a strike plate (during insertion) or a nail extraction adapter (during extraction). Assembling the universal rod directly to the target device is not intended refer to operative technique. The case is attributed to a misuse by the user. No non-conformity was detected.

Event description:
It is reported by the nurse of the hospital, that the rod was jammed in the target device and was separated by force. The threads of both items were damaged.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the nurse of the hospital, that the rod was jammed in the target device and was separated by force. The threads of both items were damaged.